Manufacturer narrative:
Additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. IFU review unable to be performed as the model is unknown. The most likely cause is patient factors, including coronary artery disease (cad).

Manufacturer narrative:
Two fluoro images were received and reviewed. Fluoro images did not provide any additional information to this case. The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 21mm edwards perimount valve implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of approximately six (6) years due to calcific degeneration leading to stenosis. The patient developed left ventricular (lv) impairment and presented with heart failure (hf), dyspnea and fatigue before the reintervention procedure. A 23mm transcatheter non-edwards device was implanted within the pre-existing surgical valve. After approximately eight (8) years after the first viv procedure the patient presented with hf and severe lv impairment and a second transcatheter procedure was performed within the non-edwards valve with a 20mm transcatheter valve due to degeneration leading to stenosis. Procedure went well, with good hemodynamic results.